Event description:
Customer reported the passport monitor had smoke coming out of the unit, which may have affected patient monitoring. No patient injury was reported.

Manufacturer narrative:
Customer declined unit evaluation and repair.